Event description:
The user facility reported a quad spindle plastic cover on a dual harmony light broke fell on a patient during a procedure. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
Steris was unable to obtain any additional details regarding patient involvement during the reported event. The user facility did not report any injuries and declined to disclose any additional information. A steris service technician arrived on site to inspect the device. Inspection of the light revealed the plastic cover showed signs of impact and found the light head is being struck when the user articulates the light arm. The cover was damaged; a piece of the cover was broken where it attaches to the spindle. A crack was also noted at the flange where the bowl of the cover meets the cover extension. The technician replaced the light cover, discussed his findings with the user facility and returned it to service.